Event description:
Paramedics attended to a person diagnosed in cardiac arrest. The patient was connected to the device using disposable defibrillation electrodes. When the operator attempted to administer a shock, the device allegedly displayed a connect electrodes alarm and use of the device was inhibited. After checking all connections and cycling device power, a shock was successfully administered. Subsequently, the device again allegedly displayed a connect electrodes alarm. A backup device was made available and used for the remainder of the call. Eight additional shocks were administered to the patient. The patient was delivered to the hospital with a pulse, but expired approximately 21 hours later. The reporter indicated the alleged malfunction did not adversely affect patient care. This opinion was based on the immediate availability and use of a backup device.